Event description:
It was reported that a decrease in r-waves and an increase in capture threshold was observed. An attempt to reposition the lead was unsuccessful and as such, the lead was explanted and replaced.